Event description:
It was reported that during implant of the pulse generator, right ventricular capture could not be obtained in the bipolar configuration. The patient was asymptomatic. The device was no longer used and a new device was implanted. The patient was fine post procedure and was discharged home the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.